Manufacturer narrative:
(B)(4). D10: item # 00-7861-015-04, versys enhanced taper 15x140, lot # 61033408. G2: report source italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 15 years and 6 months post implantation due to fracture of the head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. Correspondence talks of a ¿fracture in a patient with mom products¿, but they do not say that the products themselves fractured in any way. Therefore, we have no indication that the fracture took place around the products (as for example a periprosthetic fracture might be), but only that a patient with mom system had a generic fracture. This was further confirmed through additional follow-up, as seen in the attached email, where stated that "the fractures are not related to the device". Based on the received information, it can be concluded that the device reported in this complaint is not related to the initial allegation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 15 years and 6 months post implantation due to bone fracture, it appears that the reported fracture should not be attributed to the products themselves. Due diligence has been completed for this complaint; to date all available additional information has been received